Event description:
Pre-op indication: history of infuse-a-port placement, elsewhere. Surgical procedure: removal of infuse-a-port. Upon removal of the infuse-a-port, the device was inspected and it was noted that the ring (collar) had moved down the catheter, but was removed in entirety. The increased awareness of the potential retained foreign object (collar) by staff provided the patient with a safe uncomplicated episode of care.